Event description:
It was reported to st. Jude medical that the device displayed noise on the ventricular electrogram resulting in the delivery of inappropriate hv therapy. It was also reported that similar signals were observed on the real-time electrogram when the pt coughs. An x-ray did not reveal any anomalies.